Manufacturer narrative:
H10. Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no device history record (DHR) review is required. Added d4 and h4 and updated h6 result code.

Manufacturer narrative:
H11. Correct data: inadvertently forgot to include in h10. D1./d4./g5. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) review could not be performed as the serial number is unknown. The clinical observation could not be confirmed. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 19mm aortic pericardial valve, implanted approximately sixteen (16) years, was explanted for bentall surgery due to severe ostial stenosis of the left coronary artery and leaflet calcification. The device was originally implanted at different facility for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately sixteen (16) years, the patient had a myocardial infarction due to severe ostial stenosis of the left coronary artery caused by pannus tissue, and structural valve deterioration. The device was explanted and bentall surgery with a 20mm ats mechanical valve was performed. There were no adverse patient events reported. The patient status was reported as ¿recovered¿. Multiple cardiac surgical procedure: coronary artery bypass graft with two rami and mitral annuloplasty with sutures at explant. The doctor commented that it was unknown whether this explant was device related.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Event description:
Edwards obtained additional information from the literature article pannus-related left main trunk ostial stenosis after aortic valve replacement gen thorac cardiovasc surg (B)(6) 2021 . Per this article, the patient was hospitalized with shortness of breath and chest tightness and pain. Tte showed left ventricular asynergy and a high aortic valve pressure gradient. Also, six months prior to the hospitalization, the patient had experienced symptoms of heart failure, namely shortness of breath and orthopnea during her second pregnancy, however, she was not hospitalized at that time.

Manufacturer narrative:
Added information to b5.